Manufacturer narrative:
Corrected data: b5 - it was reported the patient had experienced refractive change over time (patient's vision started to change). Claim#: (B)(4).

Manufacturer narrative:
Implanted date: 2009. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm icm120v4, -09.0, implantable collamer lens into patient's right eye (od) in 2009. Reportedly, lens "has rotated." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6 - should be corrected to "h6 - lens work order search: one similar complaint type events reported for units within the same lot", in initial medwatch report. Claim#: (B)(4).